Manufacturer narrative:
The sample was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the heater bag part of the cassette set. Leak testing was also performed, and a leak was observed through the hole in the heater bag. Clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The most likely caused was determined to be manufacturing related caused at a stage in production or the packaging of the product; however, the exact cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a sample evaluation of a returned amia automated pd set with cassette, it was discovered that there was a leak through a hole in the heater bag. The set had been returned for evaluation after the customer observed an issue during setup/preparation. There was no patient involvement. No additional information is available.